Event description:
It was reported that the pt never had therapeutic effect. Upon refill, the actual residual volume in the pump was more than the expected residual volume. A dye study had been performed and no issues were found. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).